Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) to remove a stone, the physician used a cook memory eight wire basket. It was reported that they discovered a broken basket wire on x-ray image. The procedure was finished with another basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Our evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully extended out of the catheter lumen. One of the wires on the basket had broken at the proximal end of the basket but was still attached at the distal end of the basket. The basket extended and retracted without resistance but was unable to be fully retracted due to the broken wire. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point, but there was no evidence of the wire being damaged by the buff process. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production on 10/12/2022. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause of the broken basket wire was traced to a process issue in the soldering process leading to embrittlement of the basket wire. The point of the break was located near the proximal solder joint. The heating and reheating of solder cannot be avoided by the operator in the manufacturing process. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.